Event description:
It was reported that during a pump replacement, the catheter could not be aspirated. The pump tubing was not primed prior to connection to the non-aspirated catheter during a pump replacement and a priming bolus was not performed. It was estimated that the water would clear the system from the pump tubing approx 20 to 29 hrs. The hcp will consider supplementing with oral drugs during the duration of water delivery. A follow-up report will be sent if add'l info becomes available to us. See MFR's report#: 6000030200704690.